Event description:
The customer reported that low sodium (na) and potassium (k) results were obtained on a dimension exl 200 integrated chemistry system. The customer repeated the samples on an alternate instrument, and the results recovered higher. The customer indicated that no erroneous results were reported to the physician(s) and no corrected reports were required. The customer did not provide patient data nor additional details for this event. Hence, this report is being filed in an abundance of caution. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center and reported that low sodium (na) and potassium (k) were obtained on a dimension exl 200 integrated chemistry system. Quality controls (qcs) recovered within ranges on the day of the event. Siemens remotely assisted the customer in troubleshooting. As per siemens instructions, the customer replaced the sensor multiple times, performed multiple diluent checks using different lots. Siemens assisted the customer in correcting the biases of the diluent checks and with resetting the diluent check correction factor. Additionally, the customer replaced the x tube and rotary valve seal. The customer performed super condition and cleaned the integrated multisensor technology (imt). Then, the customer checked the pump rate and checked line for bubbles. Lastly, the customer replaced and aligned the sample probe. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2025-00042 on 14-mar-2025. Additional information (27-mar-2025): a siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced all bulk fluids and sensor, super conditioned the integrated multisensor technology (imt), ran successful dilution check, and ran patient samples, which recovered acceptably. In addition to the activities performed in the initial report and above, the customer cleaned the imt and performed super condition overnight, replaced the imt sensor, and ran quality control and patient samples, which recovered acceptably. Siemens further evaluated the event and concluded that a flow issue through the imt, which was resolved, potentially contributed to the event. The type of investigation and investigation conclusions codes in section h6 were updated to reflect the additional information. The instrument is performing within specifications. No further evaluation of the event is required.